Manufacturer narrative:
The hill-rom technician replaced the CPR valve to resolve the issue.

Event description:
Info received indicated when the CPR function was activated the head section would not lower.